Event description:
Information was received by a manufacture representative (rep) via a trial patient regarding an external neurostimulator (ens). Patient reported having difficulties going after surgery so they cathed. Patient also said it was a long ride and was vomiting. No device issue and no further patient complications have been reported as a result of this event.

Event description:
Additional information was received. Patient reported "it was a long ride" was not related to the patient's device, but that the patient lives two hours from the hospital. It was reported that the urinary retention was improving with the interstim and that the vomiting had been resolved. Patient reportedly had car sickness. Urinary retention was a pre-existing symptom and was not caused by the device. Cathing is also standard of care for the patient. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.